Event description:
It was reported during a scheduled bilateral biliary catheter exchange, it was noted this drainage catheter had fractured in two pieces and the distal portion of the catheter remained in the patient. No attempts were made to retrieve the detached catheter segment, as the physician felt it would be passed by normal peristalsis. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the device was received in three pieces. The proximal segment displayed clean edges. A longitudinal fracture was noted in the catheter, measuring 1.1 centimeters, beginning at the third drainage hole and extending 3 millimeters proximal the third drainage hole. The detached distal tip measured 3.5 centimeters. As a lot number was not provided, a device history search could not be performed. The company's follow up revealed this catheter was in place for approximately 4 weeks. User technique and/or patient anatomy may have contributed to this event, however the company is unable to determine the exact cause for this event. The company's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement".